Event description:
New information received notes that the patient was seen in clinic and the pairing was restored. Later, the implantable cardioverter defibrillator re-exhibited bluetooth telemetry loss. The pairing was once again restored. No patient consequences were reported.

Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, bluetooth lockout was found to be occurred due to insufficient authorization. This is per device behavior as part of the cybersecurity feature; there is no malfunction suspected.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the patient was seen in clinic to restore another loss of bluetooth telemetry. No patient consequences were reported.

Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, the ble lockout occurred due to insufficient authorization. This is per device behavior as part of the cybersecurity feature; there is no malfunction suspected.